Event description:
The manufacturer representative (rep) provided additional information that the cause of the battery turning off has not been determined, and the issue has not been resolved. The patient will be seen in the clinic with the rep and the provider on friday, 8/23.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while charging, patient was walking and they felt the implanted battery turn off. The patient could not walk as a result of this feeling of loss of therapy. Since this occurred, the patient attempted to recharge the implantable neurostimulator (ins) and it reached 100% in about 5 min, which is not typical for the patient to have to charge for such a short duration. The mdt rep did not know the typical recharge interval for the patient and they did not confirm with the patient if therapy was on or off using the patient remote. Tech services reviewed troubleshooting considerations and rep will follow-up with the patient.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was uncovered that the patient¿s battery died because they forgot to recharge it. The battery did not turn off while actively charging as previously thought. When patient charged up again and used patient programmer to turn the battery on, they accidentally changed from their extremely high settings group to their extremely low settings group, which drastically changed the recharge interval. Patient was unaware that they had changed groups. This was confirmed with the provider and it was also shown in the battery usage data. Impedances were good. This issue is resolved and there is no further information.